Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol sorbafix fixation device did not deploy fasteners, and some came out aligned into two fasteners. As reported, when the device was fired through a gauze, the fasteners did not penetrate and were falling out from the device. There was no reported patient injury. Addendum: as reported, during a laparoscopic inguinal hernia repair procedure, the bard/davol sorbafix fixation device was used to fixate a bard/davol 3dmax mesh with appropriate counter pressure, when the reported issue occurred. Fixation was not applied at a difficult angle or a hard structure. As reported, the temperature indicator on the sterile pouch was noted to be black prior to use of the device. As reported, the fasteners did not fixate the mesh and the broken fasteners were removed from the patient's body. A non-bard/davol fixation device (absorbatack) was used to complete the procedure. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not provide adequate fixation. Photos provided by the contact show broken fasteners. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in march 2020. The instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90-degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. 2. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional information provided. It was reported that the sample was available for return, multiple attempts have been made to obtain the sample for evaluation. At this time the sample has not been received. It was also reported that the storage temperature indicator on the pouch was black prior to use, which indicates that the device was exposed to a temperature above specified storage condition. Improper storage temperature could be a potential cause of the reported issue. Based on the information provided and not having the sample returned, no conclusion can be made. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Updated fields: b4, b5, g3, g6, h2, h6, h10. If/when the sample is received and evaluated, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not provide adequate fixation. Photos provided by the contact show broken fasteners. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in march 2020. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix" absorbable fixation system at the desired location perpendicular (90-degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance." If/when the sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol sorbafix fixation device did not deploy fasteners, and some came out aligned into two fasteners. As reported, when the device was fired through a gauze, the fasteners did not penetrate and were falling out from the device. There was no reported patient injury.